Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error code e226, could not be identified. According to the incoming inspection results, faulty txrx module was confirmed. We, therefore, surmised that phenomenon ¿error code e226¿ occurred due to faulty txrx module. Root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable because the malfunction was not caused by a misuse of users.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited an e226 code error. It is unknown when the issue was found. There were no reports of patient harm.